Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 26-jul 2018 device evaluation: the pump has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: a review of the pump black box or alarm history showed evidence of one cs 064 call service alarms. During investigation, the pump was exercised for 24 hours with no call service alarms occurring. The pump cover was removed and no evidence of internal moisture or defects to the printed circuit board or internal components was found. The complaint of a cs 064 call service alarm issue was shown in the pump history but was not duplicated with investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.